Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl and was taken to the hospital for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.